Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data: the " type of investigation" codes and the "investigation findings" code had been corrected in this report. A patient experiencing an inoperable ipg was reported to abbott. The patient ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Event description:
It was reported that the patient's ipg is at end of life. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
Correction a4: patient weight was updated. Correction e1: physician name was updated.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the ipg was explanted and replaced.